Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had an operation on (B)(6) 2013. During the operation the surgeon saw that the humerus caput (head of the humerus) was also broken (split) and he decided to implant a philos long. The operation went fine. Rehab was on going until (B)(6) 2013, when the patient felt an abrupt pain and there was an audible snap in her arm when she turned the tv on. The hospital x-ray showed there was a broken philos long and pseudoarthrosis. The plate was removed (B)(6) 2013. This was acknowledged on (B)(6) 2013. The device was forwarded for investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The blue anodized proximal humeral plate is made of pure titanium (ticp, grade 4). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of pure titanium. The dimensions of the investigated proximal humeral plate were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending and torsional loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The proximal humeral plate could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Contact name changed to (B)(6).